Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient visited the doctor due to blood glucose levels rising to 356 mg/dl while wearing the pod on the abdomen for between 24 and 36 hours. The doctor diagnosed the patient with diabetic ketoacidosis (dka). As treatment, the doctor advised the patient to use multiple daily injections (mdi).